Manufacturer narrative:
Philips service replaced the ipc and reinstalled the operating system, restoring the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geoipc was unable to boot due to internal power supply failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.